Event description:
It was reported that pericardial effusion and cardiac tamponade occurred. A left atrial appendage (laa) closure procedure was performed. A watchman access system (was) was positioned and a 30 mm watchman laa closure device & delivery system (wds) was used. The patient had a difficult broccoli shaped laa. Two devices were deployed and recaptured before the 30 mm wds met release criteria. Effusion checks were performed throughout the procedure and at the release of the final device with no effusion noted. The patient remained stable throughout the procedure and was placed on 81 mg aspirin and 75 mg plavix. Later that evening, the patient became hypotensive and tamponade was confirmed. Pericardiocentesis removed 600 mls of fluid and the drain was removed the following day. Sometime after the removal of the pericardial drain, but while still in the hospital, the patient aspirated as a result of gastroesophageal reflux disease (gerd). This resulted in pneumonia. Seven days post procedure the patient subsequently died as a result of complications to pneumonia. The death is not considered related to the watchman device.